Event description:
The infusion pump was received at the svc facility with a not stating "pump was set to run at 17 cc/hr and defaulted to 150 cc/hr." No add'l info was able to be obtained. No pt injury was reported.